Event description:
It was reported that when attempting to deploy an anchor onto the lead, and releasing the anchor into the facia, too much pressure was placed on the lead and the lead was damaged. It was noted that the lead and anchor were removed and a new lead was inserted without incident. It was noted that actions required as a result of this event was that a different product was used. It was noted that the patient¿s status at the time of the report was alive with no injury. It was noted that there were no patient symptoms or complications associated with the event.

Manufacturer narrative:
(B)(4). Analysis of the lead found no significant anomaly. It was noted that the lead body connector was crushed.